Manufacturer narrative:
(B)(4). (B)(6). The lens was not implanted. Not applicable as the lens was not implanted and therefore not explanted. Section f has been completed by the manufacturer. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the cartridge of the preloaded delivery system, model pcb00, was damaged. No injuries reported. Additional information revealed that there was no patient contact. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.